Event description:
Caller reported damage to the pump housing and usb port, affecting their ability to charge the device. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump and had a manual injection method available as a backup.